Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 42 to 57 mg/dl at the time of the call. The customer used the pump to treat the high. The customer experienced high symptoms such as abdominal pain. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer had a heart attack 2 weeks prior to the call. The customer had issues with bent infusion set cannulas. The insulin pump will not be returned for analysis.